Event description:
Patient's mother contacted dexcom technical support on (B)(6)2015 to report no audio output from the receiver that occurred (B)(6)2015. At the time of contact, the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).